Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's midline incision was not healing/closing properly postoperative permanent implant procedure. The physician determined that there was wound infection. The patient will undergo an explant procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4318, lot #: 18338761, description: clik x anchor.

Event description:
A report was received that the patient's midline incision was not healing/closing properly postoperative permanent implant procedure. The physician determined that there was wound infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that a computed tomography (CT) scan was taken and revealed that the ipg had opened up. The patient was administered intravenous antibiotics and underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's midline incision was not healing/closing properly postoperative permanent implant procedure. The physician determined that there was wound infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the ipg had not opened up. The infection had actually spread from the ipg incision to the midline incision.

Event description:
A report was received that the patient's midline incision was not healing/closing properly postoperative permanent implant procedure. The physician determined that there was wound infection. The patient will undergo an explant procedure.